Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. Following review of system error logs it was determined that gib required replacement. The gib was replaced and the system calibration files were reloaded. The voltage on ps1 power supply was adjusted to optimum operating voltage. The ffb and vcsi boards were reseated. The system was tested and found to be working as intended and put back into service.